Event description:
It was observed that during device evaluation, the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from the customer, reprocessing was practiced in accordance with the instructions for use, and the cause of the foreign material remaining was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU) which state: "instructions, operation manual, chapter 3 ¿preparation and inspection¿ describes how to inspect for the subject event. Section 3.3 inspection of the endoscope, inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Section 3.8 ¿inspection of the endoscopic system¿, inspection of the endoscopic image inspection of the water feeding function. Cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function. Cover the spray valve hole with your finger. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Inspection of removing the remaining water from the objective lens. 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image.". Olympus will continue to monitor field performance for this device.